Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, motor error and unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen, button errors and insulin pump was powered down without notification a few times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify audio or vibrate anomalies or absence of alarm, motor error alarm, low battery alarm, failed battery alarm, time or clock anomalies and battery out limit alarm due to blank display. Device received with stripped battery cap coin slot, minor scratched lcd window and cracked battery tube threads. The motor was tested outside of the device and pass. (B)(4).